Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker exhibited noise over sensing observed on the high ventricular episode. No intervention or procedure was reported. No patient condition was reported.